Event description:
My doctor implanted light adjustable lens after cataract surgery. After the first lock in my vision diminished. The crispness of vision diminished again after the second lock in. On paper I'm a success but in reality, my vision is not good. My doctor never gave me an answer as to what happened.